Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb cable stopped charging. In addition, the customer received multiple power source alert after plugging the pump into a wall outlet. The customer's blood glucose was 139 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.